Manufacturer narrative:
H3: one device was received for analysis. Service history review found no related history. The customer issue was confirmed through visual and performance verification tests. The root cause of the problem was a defective/bad downstream occlusion (dso) sensor. The dso sensor was replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a ¿cassette not attached¿ error, during device evaluation, a defective downstream occlusion (dso) sensor was identified. There was no patient involvement.